Manufacturer narrative:
Approximate age of device- 1 year, 8 months. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported low speed/pump stoppage events during power module support as well as the driveline fault alarms recorded in the submitted system controller log file. The submitted log file contained data from (B)(6) 2019 and showed that 215 out of 240 lines of captured events were yellow wrench/driveline fault alarms. The pump speed remained above the low speed limit while the system was connected to battery power; however, as soon as the system was connected to the power module on (B)(6) 2019, several low speed events leading up to a pump stoppage were captured, resulting in low speed advisory/hazard and low flow hazard alarms. The system was subsequently placed back on battery power and normal pump operation resumed. Based on previous complaint experience, the captured driveline fault alarms as well as low speed events and pump stoppage appeared consistent with a potential driveline wire compromise. The driveline wire electrical continuity data recorded in the log file showed that phase 3 was consistently elevated relative to the other two phases, suggesting a potential wire conductor breakdown issue with the red wire of the driveline, which is consistent with the evaluation findings of the returned driveline segment as well as the technical services representative's report that the phase interrupter procedure prior to the distal end driveline replacement indicated a broken red wire. A distal end driveline replacement was performed on (B)(4) 2019 under work order (B)(4) and approximately 16 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the driveline segment in its returned condition revealed that the red wire was open circuit. In addition, an electrical short between the red wire conductors and the metal shield was induced when the driveline was manipulated near the terminus of the distal end bend relief. The other five wires were found to be electrically intact. Visual inspection of the driveline segment revealed a crack in the tapered portion of the distal end bend relief adjacent to the nipple housing of the metal connector as well as a dimple in the outer silicone sleeve adjacent to the terminus of the distal end bend relief; however, the observed jacket defects did not penetrate the outer silicone sleeve to expose the underlying clear bionate layer. Upon removal of the outer silicone sleeve, no damage was noted to the underlying bionate layer. Areas of breakdown of the metal braided shield were observed at the distal end of the driveline near the metal connector and appeared most severe near the terminus of the distal end bend relief, at which location a complete fracture of the red wire could be visualized through the clear bionate. Removal of the bionate layer confirmed that the insulation and the inner metal conductors of the red wire were completely fractured at approximately 2.25 inches from the metal connector. The observed damage to the red wire appeared to be the result of fatigue failure due to repetitive flexing of the driveline at the terminus of the distal end bend relief. Microscopic inspection and hipot testing of the remainder of the returned driveline segment revealed no additional areas of wire damage. The fractured conductors of the red wire would have resulted in the persistent driveline fault alarms recorded in the submitted log file data. Moreover, if the exposed conductors of the compromised red wire contacted the metal braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported low speed/pump stoppage events. Incidental finding: upon evaluation of the returned driveline segment, the investigator found a superficial crack in the silicone of the distal end bend relief. Although, the crack did not go completely through the outer silicone sleeve to expose the underlying bionate layer and the observed wire damage was not found in this returned segment. No other alarms, malfunctions or events were noted. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2019 that the patient experienced an immediate pump off when connecting to the power module. The customer switched the patient to an ungrounded cable and has not reported any further issues. Patient stated that they receive the same alarm when placing themselves on power module at home. The customer took x-rays of the patient's driveline on the same day. Tech service representative reviewed the submitted log file and observed 215 driveline faults throughout the file. On (B)(4) 2019 the manufacturer technical services representative arrived onsite to perform an external perc lead repair. The perc lead phase interrupter procedure indicated a broken red wire within the driveline. The perc lead replacement was performed approximately 3 inches from exit site. No issues were noted after the patient was back on the grounded cable.